Manufacturer narrative:
Three tunnelers were returned for evaluation. Two of the tunnelers were still in their respective sealed kits, the third tunneler was received with multiple bends along the shaft. The investigation is confirmed for incorrect component as the tunnelers included in the kits do not match the tunnelers that were intended to be included in the kit. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model 1709601 implanted port allegedly experienced a defective component and incorrect component. This information was received from one source. The malfunctions did not involve patients as there was no patient contact. The patients' age, weight, and gender were not provided.